Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d4) device, the device unexpectedly stopped delivering ino to the patient. According to the hospital report, the patient's spo2 and blood pressure deteriorated while connected to the ventilator and the (d4) device. The device was subsequently removed from service and exchanged for another unit, after which the reported issue was resolved. Following the intervention, the patient's vital signs returned to pre-event levels. No lasting adverse effects or sustained changes in the patient's clinical status were reported. Ventilator mode and settings: servo-u. Per 21 cfr 803.16, a report or other information submitted by a reporting entity under this part, and any release report or information, does not reflect a conclusion by the party submitting the report or by FDA that the report or constitutes an admission that the device or the reporting entity, caused or contributed to the reportable event.